Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The probe was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The tip of the returned probe is visibly bent. However, with markers attached and fully seated, the probe displayed good geometry and divot error readings with normal tracking and verification. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the passive blunt probe was defective. No patient was present at the time of the event.